Event description:
Pt called because they had several issues with their one touch basic enhanced meter. Pt mentioned that they was experiencing an error 1, not ok, and unit display flashes/battery icon. Pt did not report any symptoms. Customer service was unable to resolve the issue and sent pt a new meter.